Event description:
It was reported that when patient presented remotely via merlin.net, inappropriate device therapy was delivered. Patient was scheduled for a device check which showed device delivered inappropriate therapy by determining supraventricular tachycardia as ventricular tachycardia. Programming changes were recommended. No programming changes were made. Patient was stable and will continue to be monitored.